Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. The pump was programmed to deliver heparin 1unit/1ml at a rate of 20ml/hr instead of the intended rate of 2ml/hr. Approximately 6.5 hours later, the nurse noted the error and stopped the infusion. The doctor was notified and the pt was monitored. The reporter indicated that the pt received 130ml of heparin solution, but there were no reported adverse pt effects and no medical interventions were required. After an unspecified length of time, the therapy was resumed at an unspecified rate. Though requested, no additional info was provided.